Event description:
The customer reported that device did not turn on. There was no report of patient involvement.

Manufacturer narrative:
The original serial number initially reported was for the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.